Event description:
It was reported that the camera head did not capture images. This issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 2: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the damage found on the button led to the device not capturing images. Additionally, due to deformation of button, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.